Manufacturer narrative:
E1. Initial reporter phone (B)(6). The suspected device was returned for evaluation. Event log reviewed and customer complaint ¿cassette not attached properly error was confirmed. There was no 12-month service history during the review. Visual inspection has been performed, and cracked downstream occlusion seal (dso) was found. Dso seal and mainboard will be replaced. The probable cause of the reported issue was faulty mainboard. Upon successful completion of the repair activities including functional and accuracy testing, the device will be returned to the customer.

Event description:
It was reported that pump triggered cassette not attached properly error. There was no patient involvement. If the event reoccurs, it could interrupt therapy and potentially impact patient.